Event description:
Procedure type: robotic prostatectomy. According to the reporter: they state that the trocar came apart from the sleeve while in the pt during the case. There was no report of pieces falling into the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.